Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, which was associated with the patient¿s pd catheter complications. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum the cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is an organism found on the normal flora of human skin and is a well-known contributor to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pdrn, it was reported this patient was admitted to the hospital on (B)(6) 2020 following drain complications involving his pd catheter during ccpd therapy at home. To assess the cause of the patient¿s pd catheter complications, peritoneal effluent fluid cultures were taken in the hospital on (B)(6) 2020 which presented with staphylococcus epidermidis with a white blood cell (wbc) count showing 4498/mm3. The patient was diagnosed with peritonitis, yet no cause was reported from the admitting hospital. It was reported by the pdrn the cause of peritonitis was most likely a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. However, that was no identified as the definitive cause. The patient was prescribed intraperitoneal vancomycin at 2000mg (frequency and duration unknown) and was able to undergo ccpd therapy on a hospital provided baxter cycler and baxter products (not fresenius products) during this hospital stay. The patient was discharged on (B)(6) 2020 and prescribed oral bactrim (dosage, frequency and duration unknown). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse clinical events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.